Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number - k013227. First/ given name and email address unknown / not provided.

Event description:
It was reported that there was play between the torque wrench and the internal hex of the implant. Doctor placed a similar implant during the same procedure without issue.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual evaluation of the as returned. Product identified no visible evidence of any wear, damage, or deformation to the body or drive feature. Functional testing to recreate the reported event was performed and found that the implant effectively merged with and separated from compatible in house drivers without issue or any of the reported play. The reported device was not placed due to the reported event. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported an amount of play between internal hex of the implant and the torque wrench. The product was returned and the reported complaint could not be confirmed through functional testing of the returned product. A definitive root cause for this complaint could not be determined.